Manufacturer narrative:
Initial.

Event description:
It was reported that the charger overheated and the pump intermittently switched between charging and not charging when placed on the charger. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user¿s health and no hospitalization. Investigation included troubleshooting and education over the phone. Investigation of this case revealed a suspected charger malfunction leading to inconsistent power delivery, consistent with a charging system performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the charger.